Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose has been between 300 mg/dl and 400 mg/dl ever since her daughter returned from a trip. The patient has been treating with shots. Troubleshooting did not occur since the customer was not present at the time of call. No products were returned or replaced.